Event description:
It was reported that during an ultrasound guided breast biopsy on a 1cm lesion in a dense tissue, the device was fired into the lesion, but did not collect any tissue. It also sounded like a piece of plastic broke off in the device after the device fired into the lesion. Another device was used to complete the procedure. There was no report of patient injury.

Manufacturer narrative:
The lot number has been provided, and the lot device history records have been reviewed. The lot met all release criteria. The investigation is confirmed for a break, as the cannula hub was found to be broken. The investigation is inconclusive for failure to obtain samples, as the probe could not be functionally tested due to broken cannula hub. The root cause for this event was determined to be supplier related due to over-processed resin. The sample was returned with protective tubing on the needle tip. The device was returned with the cannula partially retracted, exposing a portion of the sample notch. No damage was noted on the cannula and the sample notch. Loose particles could be heard within the device. There were no visual anomalies noted on the sample. The device was functionally tested by twisting the rotational knob once to retract the cannula. However, the device could not be primed. Further functional testing could not be performed. The sample was disassembled and the internal components were examined. The cannula hub was found to be broken. The monopty instructions for use (IFU) provides general instructions for priming, firing, sampling and retrieval of samples from the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.